Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/(B)(4) cultured (B)(6) after sampling performed on (B)(6) 2017 and (B)(6) 2017. The sampling performed on (B)(6) 2017 yielded 1 cfu of (B)(4). The sampling performed on (B)(6) 2017 yielded a total of 2 cfu comprised of 2 isolates (B)(4).